Manufacturer narrative:
Agfa has investigated the voluntary medwatch report the FDA provided to agfa. The voluntary report did not provide a customer site nor a customer contact and no further report has been submitted to reveal the actual customer site nor a customer contact. Agfa identified seven sites as having the product stated in the voluntary report. The respective agfa regional service managers for these sites reviewed the complaint and none were familiar with any incidents similar to the complaint received via the medwatch report. The regional service teams made direct contact with the identified sites' personnel but did not collect any new information that would support the voluntary report. None of the sites contacted were aware of any issues and did not believe that one of their radiologists filed the complaint. Agfa does not know the site location or contact in which the voluntary medwatch report originated.

Manufacturer narrative:
.

Event description:
A supplemental report is being submitted to describe agfa's discoveries through the investigation and trending process.

Event description:
On (B)(6) 2012, a radiologist from an unidentified facility, submitted a voluntary report to the FDA. (B)(4). The medwatch report was received by the FDA on (B)(4) 2012. The FDA sent agfa a letter dated (B)(4) 2012. Agfa received the letter (B)(4) 2012 and opened a complaint to investigate the voluntary report. The event description in the voluntary report is: " customer event description: I am a radiologist who uses agfa pacs system impax 6.5.1.144 to diagnose disease processes on MRI studies. There is a consistent failure of this product to render relevant data series that have been sent to the system (display errors) w/o a warning to this effect that could potentially result in a failure to make a critical diagnosis, and therefore, be life threatening. A closing of the display, and re-launching results in presentation of the data, this was not true of the prior version of the product. I also use ge centricity, which notifies the radiologist should an incomplete data set exists." On (B)(4) 2012, agfa requested via email, further information from the FDA as to the facility and contact/radiologist name who submitted the voluntary report. On (B)(4) 2012, (B)(4) responded via email: "the report that was sent is the copy that provides you with all the allowed releasable information from the report. Unfortunately, we are unable to release any further information that pertains to the report in question such as facility or contact name. If you have any questions on reporting, please contact the MDR policy branch, mdrpolicy@FDA.hhs.gov." The product impax 6.5.1.144 version was released in july 2011. Due to the insufficient information provided in the report, agfa has been unable to perform a root cause analysis of the complaint. There are a number of reasons the image area could fail (crash) and not display images e.g. Memory leaks, corrupt data, non-displayable items, null exceptions, etc. But it is unknown as to the reason the radiologist experienced failure of this impax system. From the description in the voluntary medwatch report, it cannot be confirmed if the display crashes, or hangs, or doesn't load at all. It would appear that the issue resolves itself when the images are reloaded. This could possibly indicate that the user is viewing open studies and not all the relevant data is available in the system at the time the system load starts to load the study. The radiologist user refers to the image area as "display", which is what the image area was called in impax 5.x. It is possible that the facility has recently gone from using impax 5.x to impax 6.5.1. Functionality and usability are entirely different between these products. There is no way to determine the training and capability of the user in using impax 6.5.1. Agfa is reviewing all sites currently on this impax version and any technical support and/or complaint cases generated for this impax version. Agfa is attempting to determine if any cases correspond to the complaint described in the medwatch report. A supplemental report will be submitted if further information is discovered through the investigation and trending process.